Event description:
Reporter alleged the lancet device needle protrudes outside the holder after use with the adjustable cap still on the device. No actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.